Event description:
While injecting an im antibiotic into my patient's gluteal muscle the needle dislodged from the orange needle protection device causing some loss of the antibiotic that then sprayed out. This involved the smiths medical hypodermic needle- pro needle with needle protection device. Ref 4290 23gx1 inch. FDA safety report ID# (B)(4).